Event description:
It was reported that during an unknown procedure, the tissue pad broke off. The case was completed by using another like device. Customer confirms that no patient consequence was reported but the procedure had to be prolonged. One device is being returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device received was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The tissue pad was in good physical condition and properly attached to the clamp arm; not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure.